Event description:
It was reported that a user started a new dexcom g7 continuous glucose monitor (cgm) successfully in the dexcom app, but the ilet did not display the sensor until the user was guided to start a new sensor on the ilet and input the correct pairing code, after which the ilet showed pairing and warm-up as expected. No adverse clinical symptoms were reported. Outcomes included no medical intervention, no hospitalization, and no interruption to therapy once pairing was completed. User support included troubleshooting and user education on proper sensor pairing workflow. Investigation of this case revealed user error related to pairing sequence or sensor type selection, with the device and sensor components functioning as designed after correct setup. It was concluded, based on previously established findings for similar reports, that the cause was use error.